Event description:
The patient called lifescan on 11/26/04 and complained that his meter was set to the incorrect unit of measurement. The patient stated, that his meter was previously set to the correct unit of measurement. He stated that he did not make any changes to the unit of measurement. He contacted his physician for advice; no treatment was provided. Based on the information provided, there is evidence of a meter malfunction; however, there is no evidence that the patient suffered a serious injury. A replacement meter is being sent to the patient.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.